Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of five of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a leak from an unspecified location on the homechoice cassette that led to this alarm. The leak was further described as the machine was setting solution (water) in about one half inch and the bottom appeared to be wet. Renal therapy services (rts) assisted the patient in removing the cassette and clearing the alarm. Rts advised the patient to contact their nurse regarding the issue. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.